Event description:
As a direct and proximate result of being continuously exposed to latex products, including gloves, plaintiff alleges she developed severe illness and injuries including type I latex hypersensitivity, severe respiratory problems and anaphylaxis. Plantiff's husband alleges loss of the love, services, advice, championship and consortium of his wife.